Event description:
A report was received that the patient's ipg was explanted due to a persitent infection previously reported in manufacturer's report #3006630150-2011-00099. The patient's body was rejecting the ipg so the patient had been placed on oral antibiotics keflex and an IV of ansef. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found it to be satisfactory.